Manufacturer narrative:
Continuation of d10: product ID 97745 (serial: unknown); product type: 0201-programmer patient; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that since implant, it has always taken a long time to charge the implanted device. Patient stated that it takes hours to recharger their implant, and the charge will stop even if the patient is sitting still. Patient also stated they cannot navigate any screens on their controller, or turn their stimulation on or off, unless the recharger is connected and placed over their implant. Agent asked for event date and patient did not provide an answer. Patient mentioned that they were driving to an MRI appointment today and needed to put the device into MRI mode, however patient was unable to do so because the implant was not charged enough. Patient then checked on how much charge their implant gained while driving, and noted their implant got to 30%. Patient confirmed that they could navigate to the MRI mode screen, as long as their recharger was plugged in. Agent asked the patient if they could continue troubleshooting, but patient stated they would call back later to continue troubleshooting, as they were going into their MRI. No symptoms were reported.